Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009) sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the ventricular setscrew and the screwdriver were most probably done at the second attempt and are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. As illustrated in figure 9. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain difficulties to tighten correctly the lead and why no "click sound" was heard. In addition when unscrewing, the ventricular setscrew was stuck on the returned screwdriver and came out of the slot.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Both leads were connected without any issue. However, in order to verify the connection, the setscrews were unscrewed. During the second screw attempt, the click of the screwdriver was not heard in the ventricular position. Another device (same model) was implanted instead. The physician reported that the video provided by sorin which demonstrates the proper lead connection procedure has been watched.